Event description:
The customer reported that they were unable to print an image and that the thumbnail image would not come up. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The customer was instructed on a software workaround for the reported issue.